Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, on (B)(6) 2016 at 5:22am, the patient experienced a blood glucose (bg) measurement of bg 292mg/dl with large ketones and symptoms of abdominal pain, increased thirst and urination. There was no indication of medical intervention. Animas customer technical support reviewed the pump with the patient: troubleshooting indicated the pump emitted a replace battery alarm and after the battery was replaced, the power issue resolved. The patient reportedly remained on the pump. This complaint is being reported because the patient experienced hyperglycemia due to a battery issue causing power loss issues with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: a review of the black box (bb) revealed a power on reset (por) recorded after a replace battery alarm on (B)(6) 2016 at 00:30, followed by unexplained por at 00:45. Deliveries resumed at 05:35. No damage was found to the returned battery cap. The battery compartment was observed to be cracked above and below the bumper pad. The returned battery cap was able to carefully tighten to the pump. During testing, the pump booted to the verify screen with audible and vibratory features appropriately functioning. The pump was exercised for 24 hours with the returned battery cap; no por¿s were duplicated. The returned battery cap height and width contact measurements were within specification. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).